Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that in central processing, during an inspection in decontamination/cleaning after the procedure that the wire at the end of the prograsp forceps instrument was breaking. There was no issue reported during the intraoperative procedure. The procedure was completed as planned with no reported injury.